Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID #(B)(4).

Event description:
It was reported that minutes after inserting the intra-aortic balloon (iab), the pump generated a fiber optic sensor failure alarm. The getinge representative recommended the customer remove and reinsert the sensor until it "clicks". They did this, but there was no improvement. It was then recommended to use the inner lumen for the arterial pressure. A catheter restriction alarm was then generated so it was advised that they confirm the iab did not have a restriction on imaging and also reposition the patient by hyperextending the insertion site. The provider was nearby and stated they were considering replacing the iab because of the two alarms. After 45 minutes, the iab was removed. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the membrane. Three kinks were observed on the catheter approximately 76.2 cm, 71.8cm, 75.2cm and 73.4cm from the iab tip. The extender tubing and pressure tubing were also returned. The optical fiber was found to be broken approximately 76.2cm from the iab tip. - an underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender tubing and pressure tubing was performed, and no leaks were detected. - the iab was placed on the cardiosave pump and the iab fully inflated. No alarm sounded from the pump. The evaluation confirmed the reported problem of ¿alarm, fiber optic sensor failure¿. However, we are unable to determine how this failure may have occurred. However, ¿alarm, catheter restriction¿ cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Event description:
It was reported that minutes after inserting the intra-aortic balloon (iab), the pump generated a fiber optic sensor failure alarm. The getinge representative recommended the customer remove and reinsert the sensor until it "clicks". They did this, but there was no improvement. It was then recommended to use the inner lumen for the arterial pressure. A catheter restriction alarm was then generated so it was advised that they confirm the iab did not have a restriction on imaging and also reposition the patient by hyperextending the insertion site. The provider was nearby and stated they were considering replacing the iab because of the two alarms. After 45 minutes, the iab was removed. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported. From received medwatch (B)(4): iabp catheter placed in patient during procedure. Procedure went well. After placement iabp warning ¿iabp optic fiber sensor malfunction¿ team troubleshooting problem. Unable to fix problem, called the help line to assistance. Spoke with maqrquet rep and she explained fiber optic is broken and is not working correctly, will need to send catheter in to manufacture to diagnose catheter problem. After finish troubleshooting fiber optic sensor, another warning sign showed up stating ¿iabp catheter restricted.¿ rep talked us through troubleshooting problem, unable to fix problem during this time. Dr aware. Will need to replace entire iabp catheter.

Manufacturer narrative:
Medwatch received on 03-apr-2023: additional customer contact information: risk manager (B)(6).

Event description:
It was reported that minutes after inserting the intra-aortic balloon (iab), the pump generated a fiber optic sensor failure alarm. The getinge representative recommended the customer remove and reinsert the sensor until it "clicks". They did this, but there was no improvement. It was then recommended to use the inner lumen for the arterial pressure. A catheter restriction alarm was then generated so it was advised that they confirm the iab did not have a restriction on imaging and also reposition the patient by hyperextending the insertion site. The provider was nearby and stated they were considering replacing the iab because of the two alarms. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation - lab manager . Additional initial reporter name - (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).